Manufacturer narrative:
The excor driving tube, lot 00140638, was in use on the patient for 113 days from (B)(6)2024 until the driving tube was exchanged on (B)(6)2025. The manufacturer has reviewed the production records of the excor driving tube, lot 00140638 and concluded that the product was produced according to their specifications. The excor® active driver was used on this patient. A detailed investigation report will be provided as soon as it is available.

Event description:
On (B)(6)2025 the clinic reported h1: pressure loss" alarm, insufficient air balancing valve openings, with no response in driving pressure triggered by the excor active driver. Berlin heart recommended a driver exchange. However, on (B)(6)2025., the site switched to a backup driver and replaced the driving tube without informing berlin heart clinical affairs and returned the previous driving tube to the manufacturer. Based on the log files of the new driver, no further h1 alarms were observed after replacing the driver and the driving tube. The patient remained stable, and no negative effects were reported. On (B)(6)2025, berlin heart received the used excor driving tube l20h-002x01 from the clinic. The returned driving tube is suspected to have an issue with leakage.

Manufacturer narrative:
The excor driving tube, red; ø 6/8 mm l 2 m, lot 00140638, was in use on the patient from (B)(6) 2024 until it was replaced on (B)(6) 2025 for 113 days. We have reviewed the production records of the excor driving tube, lot 00140638 and concluded that the product was produced according to our specification. No damage was found during visual inspection of the returned driving tube. A detailed analysis of the driving tube was performed including a leakage test. No defect was found; the leakage test revealed no leaks in the driving tube. The excor active driving unit which was being used on the patient at the time of the incident, was also evaluated. The results revealed no pressure drop in the pneumatic system. Therefore, the possibility of any leakage could be ruled out. The suspected leakage could not be verified. No defect could be detected. The driving tube and the connected active driving unit met its specifications.